Manufacturer narrative:
Patient information was requested; patient gender, age and weight were provided. The remaining information was not available.

Event description:
The international customer reported the device alarmed with a vent inop due to a data acquisition pcb adc reference failure and the screen became black. There was no patient harm.